Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06053424 that an ar-9676 angled reamer, drive shaft had an issue. The inner shaft of augment reamer bonded with outer shaft and would not spin freely. The case was completed successfully with no further information provided. This was discovered during a rtsa procedure on (B)(6) 2023, with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Functional testing was not performed on the returned ar-9676 due to the condition of the device. Visual evaluation noted that device has abrasion marks and signs of wear and tear. The most likely cause is attributed to wear and tear due to repeated use. Refer to investigation photo.